Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, a broken belt clip slot, cracked reservoir tube lip, and a cracked reservoir tube. No number ramping or scroll bar anomaly was noted on the display. No moisture damage was noted on the electronic assembly.

Event description:
Customer reported that the numbers on the display of the insulin pump began to scroll without input during a bolus. The blood glucose reading was not given. She stated that she replaced the battery and then received a button error alarm. She stated that she had it under her arm so it may have been exposed to moisture. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.